Event description:
It was reported that during a prostate procedure, the console device circuit breaker shuts down automatically and there was a burning smell. The procedure was completed by using alternate method without patient complications.